Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 25-apr-2023 h.6. Investigation summary: bd received 11 samples and 3 photos for investigation. Return/photo sample analysis: the photos were visually evaluated and show poor serum/plasma. No additive abnormality can be seen from the photos. The 11 samples were visually inspected with no issues being identified; additive is present in all sample tubes. Retention sample testing: 90 retention samples were inspected with no additive abnormality being identified. DHR (device history record) testing: based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. No clinical testing is required because the product is not being used within the product claims. Separation of serum or plasma from the cells should take place within 2 hours of collection to prevent erroneous test results unless conclusive evidence indicates that longer contact times do not contribute to result error. Store tubes at 4¿25 °c (39¿77 °f), unless otherwise noted on the package label. Store tubes at 4-25ºc (39-77ºf), unless otherwise noted on the package label. Powdered additives such as heparin and thrombin are white; do not use if they are discolored or contain precipitates. This complaint is unable to be confirmed for additive abnormality. This complaint has been confirmed for poor plasma based on the photo provided. H3 other text : see h.10.

Event description:
It was reported that after centrifugation with 6 bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes there is no plasma and blood is a metallic color. The following information was provided by the initial reporter: customer reports that they are getting no plasma after centrifuging and blood is giving a metallic color after collection.

Event description:
It was reported that after centrifugation with 6 bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes there is no plasma and blood is a metallic color. The following information was provided by the initial reporter: customer reports that they are getting no plasma after centrifuging and blood is giving a metallic color after collection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.